Manufacturer narrative:
(B)(4). Results: inaccurate delivery. Angulated proximal aortic neck. Off-label- 65-70 degree aortic neck angulation. Conclusion: angulated proximal aortic neck. Inaccurate delivery. Off-label- 65-70 degree aortic neck angulation.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. The proximal aortic neck had thrombus and was mildly tortuous. The patient had 65-70 angulated aortic neck. It was reported that on the final angiogram the bifurcated stent graft was approximately 1-1.5 cm below the lowest renal with no evidence of an endoleak. The physician decided to place a proximal endurant cuff. The final angiogram showed both renal arteries with good flow. The cause of the event was due to the patient¿s aortic neck angulation. No clinical sequelae were reported and the patient is fine.